Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely. Upon interrogation, the pulse generator exhibited inappropriate ams episodes. No intervention was performed. The patient experienced no adverse consequences.